Event description:
It was reported that the patient had his artificial urinary sphincter (aus) previously removed early in 2021 due to the cuff eroded. The urethra was repaired during the removal surgery. A re-implant surgery was performed on (B)(6) 2022 and a new aus was implanted. The patient fully recovered.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.